Manufacturer narrative:
(B)(4). Customer has indicated that the product is not available for return to orthopediatrics for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that following a valgus osteotomy to correct the neck shaft angle of the patient's hip, screws were found to be fractured. The fixation, femoral neck shaft angle and range of motion were compromised. The patient underwent a revision procedure. No additional patient consequences were reported.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The following sections were updated: d4 device lot number 176294-g. UDI (B)(4). H3 device returned to manufacturer. H4 device manufacture date 11/27/2017. H6: method updated to 10, 4109 and 3331. Results updated to 3252. Conclusion updated to 4315. The complaint sample was evaluated and the reported event was confirmed. The DHR was reviewed and no discrepancies were found. A review of the complaint data base was performed, and two same/similar complaints were found. A root cause was unable to be determined.